Event description:
Additional information was received that the patient contacted boston scientific technical services (ts) as their implantable cardioverter defibrillator (ICD) was emitting tones. Upon review of the remote home monitoring data, it was determined that there were no new alerts present and that the previous alert for high out of range shock impedance measurements was not cleared by the clinic. Ts told the patient that the tones were due to the alert never being cleared and advised them to go into the clinic to have the alert cleared. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued an alert for high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and reviewed the data. Upon review it was noted that the shock impedance ranged from 80 to 100 ohms and then increased to 128 ohms. There were a few measurements of 125 ohms or greater and then the impedance came back down. Ts suggested the clinic check if there had been a change in the patient's condition. Additional information from the clinic was received that the patient was hospitalized during the time of the high out of range impedances. The implantable cardioverter defibrillator (ICD) and shocking right ventricular (rv) lead remain in service and no adverse patient effects were reported.